Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
It was reported that the bulb went out before 500 hours of use. The device allegedly went out during preparation for a case. There were no adverse consequences to the pt.